Manufacturer narrative:
Analysis revealed a connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation device being used outside of a procedure. It was reported that the emitter cable was frayed. No patient was present at the time of the event.